Event description:
It was reported that after 4 months,the posterior spinal rods from a degenerative scoliosis procedure were broken. The pt underwent a revision surgery to replace the construct.

Manufacturer narrative:
The device or applicable imaging studies have not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.